Manufacturer narrative:
Device evaluated by MFR., eval summary attached; method code, result codes and conclusion codes updated device evaluated by MFR: promus premier ous, mr 38 x 3.50, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage to struts on the first three rows. The struts were lifted from the stent crimped profile position, distorted and pushed in a proximal direction on the balloon. There was no damage to the center or proximal struts. The crimped stent outside diameter (od) at the undamaged proximal edge of the stent was measured to be within specification. There is no issue to note with the stent profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a lesion site. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. After a 6f non-bsc guide catheter was advanced, a 38x3.50 promus premier drug-eluting stent was advanced using buddy wire and buddy balloon techniques; however, difficulties were encountered when advancing the devices. The entire system was removed and it was noted that the proximal edge of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. After a 6f non-bsc guide catheter was advanced, a 38x3.50 promus premier drug-eluting stent was advanced using buddy wire and buddy balloon techniques; however, difficulties were encountered when advancing the devices. The entire system was removed and it was noted that the proximal edge of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported.